Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was dim. The remote service engineer (rse) informed the customer with the unit currently had a 1st generation light crystal display (lcd) and required an upgrade to the 2nd generation display. The rse provided the customer with a part list with part numbers to order and upgrade to the 2nd generation display. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.